Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensors gave inaccurate readings. The blood glucose reading was 94 mg/dl. She stated that she received calibration error alerts followed by a change sensor alert. She stated that the insulin pump had inappropriately gone into threshold suspend. When the blood glucose reading was 116 mg/dl, the sensor reading was 42 mg/dl and that the sensor glucose graph was not trending in the direction of the blood glucose. It was determined that the customer was overcalibrating and she was advised on proper calibration protocol. Nothing further was reported.